Event description:
The complainant reported a (B)(6) year old white male patient had impella 5.0 pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had hemolysis and five (5) units of packed red bloods cells (prbcs) was administered.

Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.